Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging his onetouch verioiq meter read inaccurately high compared to another device. The complaint was classified based on the customer service representative (csr) documentation, in addition to additional information obtained during a follow-up call with the patient. The patient reported that on (B)(6) 2013, he obtained blood glucose readings of "345 mg/dl" with the subject meter and "210 mg/dl" on another device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 30%. During the follow-up call, the patient informed the csr that he manages his diabetes with novorapid and lantus insulin. The patient informed the csr that he administers anywhere between 5 and 8 units of novorapid insulin before his meals and takes the lantus insulin in the evening. The patient denied taking any action regarding his usual diabetes management regimen in response to the alleged inaccurate result. However, the patient reported developing "excessive sudation" sometime after the alleged meter inaccuracy began. The patient reported treating self with insulin. At the time of troubleshooting, the csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. Although, the patient developed signs/symptoms suggestive of a serious injury, there is no indication that the subject meter caused and/or contributed this event. Based on the information provided, the patient's treatment correlated with the result obtained on the lfs device. However, this complaint is being reported as a malfunction because, the subject meter did not meet lfs' accuracy criteria.